Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report that a patient's pump was explanted and replaced due to pump flipping and underinfusion volume discrepancies. The patient had been complaining of increased pain following their refills. The patient also reported that they had felt that their pump had flipped and had heard the pump alarming. Fluid was drained around the pump, and a catheter dye study was ordered. At the patient's next refill appointment, it was stated that the patient's pump had flipped again. 30ml of fluid was extracted from the pump pocket. Around a month later, a catheter dye study was performed which showed that the catheter was fractured. Patient had two more volume discrepancies identified during subsequent refills, and the physician decided to replace both the catheter and the pump. MFR 3010079947-2021-00155 was opened to address the catheter.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specification. No issue found with this pump. Clinical specialist informed that they had no additional information related to the pump flipping. Per the instructions for use of the device, pump flipping is a known possible risk of use of the device. Internal complaint number: (B)(4).